Event description:
It was reported by the sales rep in china that during an unknown procedure performed on (B)(6) 2023 after the vapr s90 4.0mm w/integr hdp ea device was connected with the generator; the device did not function at all. During in-house engineering evaluation it was determined that the distal tip was in a used condition and a charred section was visible at the proximal end of the tip. Saline residues were found in the suction tube. The electrical test failed in the hipot active-return check. Functional test failed, an instant output short was generated when ablate and coagulate functions were activated. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. D4: the expiration date is currently unavailable. UDI: (B)(4). D4, h4: the device serial/lot number and date of manufacture are unknown at this time. Investigation summary: the vapr s90 4.0mm w/integr hdp ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection and functional test of the device were performed, as a result; the distal tip in in a used condition and a charred section is visible at the proximal end of the tip. The handle assembly as well as the cable and plug assemblies were in good condition. Saline residues were found in suction tube. The electrical test failed in the hipot active-return check. Functional test failed, an instant output short was generated when ablate and coagulate functions were activated. Atl UK has not been able to perform DHR review as the lot. Number of the device hasn't been provided. The customer reported the device 'does not function'. Visual inspection found that the plastic manifold was damaged mostly probably by a 'shorting' event at the distal tip of device. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. The reported device, one piece lps, has failed both coag. And ablate activation showing "instant output short" in the functional checks. It has also failed the hipot-active-return check form the electrical test. At visual inspection was noted that the manifold is damaged this is consistent with damages previous seen in "shorting" event attributable to an ineffective isolation of the active a return due to an incomplete seal in the distal tip area. This failure mode has been reviewed and has been recorded as "internal arcing of instrument". For this failure mode the indicated hazardous situations are "insufficient rf energy - incorrect tissue effect" , the ra grid number 9, the severity has been classified as minor and the risk level categorized as alra (as low as reasonably achievable).the currently level is ¿probable¿(<10¯3 and =10¯4 ). A review of our records against the units shipped of lps and devices of the same design for the last 12 months, shows an occurrence rate of 0.2 x10-3. This rate occurrence is in the lower range of the limit for this failure. Lps electrodes are 100% inspected for functionality as part of their product test regime, therefore all reasonable containment is still in place. Based on a review of the investigation findings and product ra no containment or correction action related to the individual complaint is required. These events have been previously investigated through CAPA in devices with the same design. It was agreed together with mitek to close the CAPA without a design change, but to implement the reoccurrence of training for assembly aids on elite. As the assembly aids and training documentation have not changed, there is no change in manufacturing process and therefore no adverse impact to final product. Atl will continue monitoring complaint rates through standard complaint channels to identify any possible adverse trend that would trigger further actions. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.